Event description:
It was reported to technical services on (B)(6) 12 that this lead may be dislodged. The patient is programmed vvi with rid on. Atrial discriminators are on. Stability is 20ms, hx of afib so technical services suggested 30ms stability. Discussed why stab. Change for single chamber or programmed can to vvi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).